Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since pilot holes and screws were placed in the patient's spine in a different position than desired with navigation involved, although according to the surgeon (treating clinician): the deviation of 2 of the 26 spine screws placed with the aid of navigation was detected by the surgeon with an intra-operative CT scan before finalizing the surgery, and these placements were addressed at the very same surgery (removed without re-placement necessary). The final outcome of this surgery was successful as intended, with the placements correct at the end of the surgery. There was no direct (or increased) risk to harm a critical structure by the deviating placements. There was no harm nor negative effect to the patient due to the deviating initial placements, and there was no surgery/anesthesia delay for the patient. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of the ca. 2mm medially shifted left t6 and t7 screws placed in the spine with the aid of navigation is: movements of the vertebrae (t6 and t7) during being operated on, relative to the location the navigation reference array was fixated to (near t10-t11) and after the registration to navigation, due to the forces applied to the bones during instrumentation. The pedicle screws placed in left t6 and t7 were relatively large, roughly as wide as the small t6/t7 pedicles, and for these placements the surgeon worked very quickly, beginning pedicle preparation and finishing the screw placement within ca. 6 minutes. These observations support that these vertebrae can expectably move during such instrumentation forces needed. Multi-level navigation - i.e. Operating on a different vertebra than the one the patient reference array for navigation is fixated to or operating across multiple vertebrae without remounting the patient reference and reregistering - especially if the connection in between the vertebrae is not rigid - results in relative movements of the vertebrae (actual anatomy) during the surgery that cannot be compensated by the navigation software displaying instrument positions on the registered pre-placement patient image scan. Apparently the resulting deviation between the actual patient anatomy location during the placements and the registered pre-placement patient image scan displayed by the navigation was not recognized by the user with the necessary navigation accuracy verification throughout the procedure, before and during these preparations and placements into the spine. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
An open surgery on the thoracic and lumbar spine for posterior spinal fusion (psf) of vertebrae t3 to l3, for scoliosis correction, with intended placement of 26 vertebra screws bilateral for fixation, was performed with the aid of the display by the brainlab navigation software spine&trauma 3d 1.5. During the procedure the surgeons: with the patient in prone position, attached the navigation reference array on the spinous process of vertebra l3. Acquired an intra-operative CT scan of the lower half of the patient's region of interest with automatic image registration of the current patient anatomy to the navigation. Verified the registration and accepted the accuracy to proceed. Starting with t10, used the navigated pointer to determine the screw trajectory and the navigated drill guide 2.6mm with depth control to drill into the vertebrae to create the pilot holes on the right side in vertebrae t10-l3. Calibrated a non-brainlab tap to navigation and threaded the pilot holes. Placed the spine screws with a non-brainlab screwdriver also beforehand calibrated to navigation, following and into the pilot holes right t10-l3. Used the same navigated procedure to place the left side screws in t10-l3. For the upper half of this procedure, re-placed the navigation reference array with a non-brainlab fixation mechanism near t10/t11, and acquired another intra-operative CT scan of the upper half of the patient's region of interest with automatic image registration to navigation. Following the same navigated procedure as before, placed the spine screws bilateral in vertebrae t3-t9. Performed a verification intra-op CT scan, and determined that the left t6 and t7 vertebra screws deviated from their intended position by ca. 2mm shifted medial. Decided to remove the left t6 and t7 screws, and that these screws do not need to be re-placed. Completed the fusion surgery successfully as intended and closed the patient. According to the surgeon (treating clinician): the deviation of 2 of the 26 spine screws placed with the aid of navigation was detected by the surgeon with an intra-operative CT scan before finalizing the surgery, and these placements were addressed at the very same surgery (removed without re-placement necessary). The final outcome of this surgery was successful as intended, with the placements correct at the end of the surgery. There was no direct (or increased) risk to harm a critical structure by the deviating placements. There was no harm nor negative effect to the patient due to the deviating initial placements, and there was no surgery/anesthesia delay for the patient. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.